Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
Device was received at service_repair on 13-aug-2024. Based on the rrf it was sent for repair due to optical damage. Upon first investigation, a broken housing and a leaking battery were reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Device was received at service_repair on 13-aug-2024. Based on the rrf it was sent for repair due to optical damage. Upon first investigation, a broken housing and a leaking battery were reported.